Manufacturer narrative:
Patient¿s height reported as: 150.00 cms. Event year reported as 2018; exact date of postoperative nail breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent a trochanteric fixation nail advanced (tfna) placement due to a fracture of the right subtrochanteric bone. On (B)(6) 2018 the patient returned to the hospital due to pain and evidence of ruptured tfna femoral nail in the proximal portion close to the helical blade. On (B)(6) 2018 patient underwent removal of the broken nail procedure and was revised to a 14-hole variable angle (va) condylar sustaining plate on the left opposite. The proximal portion was fixed with locking compression plate (lcp) va screws, while the distal portion was "block" and was placed with bone grafts. It is unknown if there was a surgical delay. Patient and surgical outcome were both unknown. Concomitant devices reported: helical blade (part # unknown, lot # unknown, quantity 1). Locking screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).